Event description:
An edwards mitral bioprosthetic valve was explanted after several days due to paravalvular leak. "The patient had a completely calcified mitral valve annulus, as well as a large amount of calcium extending into the posterior wall fo the ventricle. This was debrided and replaced with tissue valve. [Surgeon] had difficulty seating the valve due to ventricular hypertrophy and loss of domain of the ventricular cavity. The patient had a small perivalvular leak postoperatively that increased dramatically leading to decline in patients condition." The valve was replaced with different pericardial valve that had a lower profile. There were no leaks following the procedure.

Manufacturer narrative:
X-ray. Additional manufacturer narrative - the device was reportedly explanted due to interference with patient anatomy. The surgeon reported having explanted the device due a perivalvular leak due to ventricular hypertrophy and loss of domain of ventricular cavity. The explanted device has been evaluated. The probable cause of leakage could be confirmed by visual observation. As received, the leaflets exhibited characteristic markings which indicate sutures were looped around a commissure. Suture track and permanent indentations were present on two leaflets. These indentations were most likely left by sutures that were tied tightly down and against the commissure, thus leading to a gap at the coaptation region. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Based on our evaluation, it appears that this event was due to procedural related factors. There is no evidence of a device quality deficiency. The device instructions for use (IFU) provides recommendations on how to avoid suture looping. No further actions are possible with the available information.

Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted at implant due to a "non-central leak" in post-op echo. Patient is reportedly well. Follow ups for further information have not been successful.

Manufacturer narrative:
Additional manufacturer narrative - report of valve explant at implant due to a non-central leak noticed on post-op echo. The reported device has not been returned to manufacturer and no additional event detail have been provided. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Follow ups with the healthcare provider for device return and event details are ongoing.